Manufacturer narrative:
No device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). No device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot : null. Device history batch : null. Device history review : null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report.  UDI: (B)(4).

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient seeking legal action. The patient was revised because of dislocation. Update 11/21/2016 - pfs and medical records received. After review of the medical records for MDR reportability, alleges a great deal of pain, discomfort, with extremely limited mobility. Revised for infection. Admitting physician (for revision related joint infection) noted in discharge summary, history of previous (B)(6) associated incision infection related to previous total hip replacement (on (B)(6) 2004). Noted that following primary hip replacement on (B)(6) 2004, patient had repeated dislocations, requiring 3 to 4 general anesthetics for closed reductions, and having to remain hospitalized in traction for approximately 3-4 weeks to gain stability. During this same hospitalization, patient acquired a breakdown of his total hip incision, whereby he had to have the wound packed every day for severe purulence draining from the area, and antibiotic therapy, for a total stay of approximately 7 weeks. Cup, stem, and acetabular screw added to complaint and medwatch. Infection added to patient harms. The complaint was updated on: 12/13/2016.